Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The analyst commented that telemetry was established at auto interrogate. A power on reset (por) occurred on or after the date of explant, (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision the implantable pulse generator (ipg) was placed in disinfectant and was reimplanted. The following day the device was not able to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional analysis was performed. Returned product analysis was performed and no anomalies were found. Visual when received revealed no abnormal conditions. The device passed preliminary and functional testing. Atrial and ventricular bores were able to hold a .101-inch pin gauge. Is-1 leads were fully inserted into the atrial and ventricular bores; set screws were tightened to one click on a torque wrench and slightly tugged. The result was the leads remained in original position. An is-1 insertion gauge was inserted into the bore with normal force no binding was felt. The device output was monitored for 17 hours using a pacemaker analyzer. The result was the device passed. No anomalies were detected. It was noted that there were no further power on resets (por) since the date of explant. If information is provided in the future, a supplemental report will be issued.